Event description:
The facility is complaining regarding observance of a service indicator when performing routine user testing. These errors indicate the device may not be able to provide therapy if required during pt use.